Manufacturer narrative:
The device was requested for evaluation but was not returned therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. The typical cause for this type of event would be the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. There is a label on the device warning the user against re-sterilizing, reusing, hitting bone or use of excessive force as these may result in needle breakage or patient injury.

Event description:
It was reported that during a meniscal repair procedure, as the surgeon was passing the knee scorpion needle through the meniscus, the tip of the needle broke off. The tip of the needle was recovered. The surgeon switched to a menisectomy instead. An x-ray was taken and the patient is currently doing well. Patient is a male, (B)(6).

Manufacturer narrative:
The failure mode could not be determined, but the broken needle point condition can be caused by passing the needle through challenging tissue (thick or calcified) or hitting bone. The mating part (needle) used in the event was not returned. Confirmed the needle strip thickness and width dimensions to be within specification. The typical cause for this type of event would be the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. There is a label on the device warning the user against re-sterilizing, reusing, hitting bone or use of excessive force as these may result in needle breakage or patient injury.